Event description:
It was reported to boston scientific corporation that a stonetome sphincterotome was used during endoscopic sphincterectomy (est) procedure. According to the complainant, when making an incision below the head of the transverse fold of the papilla, the cut wire broke; no part detached inside the patient. The procedure was completed with this device. Resistance was encountered when removing the device from the endoscope. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Event description:
It was reported to boston scientific corporation that a stonetome sphincterotome was used during endoscopic sphincterectomy (est) procedure.according to the complainant, when making an incision below the head of the transverse fold of the papilla, the cut wire broke; no part detached inside the patient. The procedure was completed with this device. Resistance was encountered when removing the device from the endoscope.there were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Block a2: patients age is unknown, however, the patient is over 18 years.(B)(4). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination of the returned device found that the working length was twisted, the exposed cut wire was broken near the proximal pierce hole and the broken end appeared discolored/blackened. The distal end of cut wire remained intact to the anchor notch assembly and remained inside the distal pierce hole. The outer diameter (od) of the exposed cut wire was measured and found to be within specification. During manufacturing, tome devices are 100% inspected so the broken cut wire is likely due to procedural factors. Therefore, the most probable root cause is operational context. A search of the complaint database revealed that no similar complaints exist for the specified lot. The device history record review found the device met all manufacturing specifications.